Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2018. According to the complainant, while deploying the first flange, the physician pulled the stent out of its intended position. The device was removed from the patient with the stent still partially deployed on the delivery system. A wallflex fully covered stent was used to complete the procedure. There were no patient complications reported as a results of this event.